Manufacturer narrative:
A1,4;b6,7,10: information unavailable. 9-9-96 dr. Operated on a 19year old boy involved in a single car accident. There was blood trauma to the abdomen. At the time of the exploration there was not to be a blunt injury to the right colon. He performed a right colon resection and functional end to end anastomosis. Both the distal small bowel and the transverse colon were divided with a tlc55 instrument. The tlc 55 was then used to anastomose the bowel and the completion of the anastomosis was carreid out by a tp60. The patient did pass a small amount of blood post operatively with a bowel and later sustained severe abdominal pain. D5,6;h4,6: information unavailable, device not returned for analysis.

Event description:
The device was used during a bowel resection. It was reported the tlc55 and the tp60 were used for a bowel resection of a 19 year old male car accident victim. Four days post operative, the anastomosis leaked. The pt was transferred to another city, for reoperation and ileostomy.